Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported that the oxygenator would not oxygenate the patient during bypass surgery. The customer reported that they came off bypass, and once off bypass they hooked up the oxygenator to an o2 tank and recirculated. The blood didn't immediately turn red, so the sweep was increased to 8 l/m. The blood then slowly started turning red. The customer switched over to boom and the blood was still red. They then recirculated for about 4 min, then went back on bypass. After a couple of minutes, the oxygenator stopped working again. The device was then replaced to complete the procedure.

Manufacturer narrative:
Conclusion: complaint not confirmed. Device was not returned so analysis could not be completed. Gas transfer involves the gas flow through the fibers, blood flow around the fibers, and exchange through the individual fibers. Based on the reported details the most likely scenario is hindered exchange through the fibers. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information which confirmed there was no patient impact associated with this event. Correction b5: the device used was an affinity nt oxygenator, not a fusion oxygenator as previously reported. Correction d1: brand name updated. Correction d4: model # and catalog # updated; expiration date entered. Correction d5: operator of device entered. Correction h4: manufactured date entered. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.